Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. As received, the charger would not recognize or charge a test battery pack. Upon evaluation, there was contamination throughout the charger. The cause of the inability to recognize and charge the battery is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger would not recognize a battery pack and the screen was flashing.